Event description:
Regulatory agency reported right side capsular contracture baker grade IV and perspiration of silicon gel through the right envelope. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and gel bleed. These are a known potential adverse events addressed in the product labeling.

Event description:
Regulatory agency reported right side capsular contracture baker grade IV and perspiration of silicon gel through the right envelope. The device has been explanted.